Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6.

Event description:
Edwards received notification through the alterra clinical trial. Per CT core lab at 5 year visit 1 stent apex penetrating into left superior pulmonary vein; 1 stent apex in close proximity to left superior pulmonary vein. 4 apices were penetrating at inflow, 6 apices penetrating at outflow. The prestent was penetration degree: inflow (1a), outflow (2). A type 1 outflow fracture was also visualized. CT heart morphology showed that the alterra stent struts extend beyond the wall of the main pulmonary artery at 3 locations into the adjacent mediastinal fat. The struts about the anterior wall of the left superior pulmonary vein but do not extend into the vein. There is no evidence of venous stenosis or thrombosis. There is no pseudoaneurysm. There is no mediastinal hematoma or inflammatory changes. There is mild thickening and calcification of the pulmonic leaflets resulting in mild narrowing at the level of the valve. The pulmonary arteries are widely patent without focal narrowing. The right ventricle is hypertrophied and mildly dilated. Progress note showed, that the patient has done well since his last follow up approximately 1 year ago. He continues to be asymptomatic from a cardiac standpoint and has not exhibited signs concerning for chest pain, palpitations, tachycardia, dizziness, shortness of breath, fatigue, or exercise intolerance. The patient is to follow up in six months for repeat evaluation or sooner if symptoms develop. No activity restrictions at this time. The patient will continue with aspirin.

Event description:
Edwards received notification through the alterra clinical trial. As reported, per CT core lab at 5 year visit, a type 1 outflow fracture was visualized. No additional details were provided.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : remains implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of frame strut fracture and device penetration were confirmed through the provided imagery. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. For the complaint of strut fracture, an in-depth evaluation related to alterra prestent fracture has been documented in an edwards technical summary. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt), and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, the 4-year fluoro showed one type I fracture at the outflow. Per the technical summary, outflow fractures were likely a result of high positioning of the distal portion of the stent placed into the patient's bifurcation. In this position, portions of the distal stent experience bending / engagement with the pulmonary artery, which increases strain and the chance of fracture. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, the technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the reported event . Therefore, no corrective and preventative action is required. A product risk assessment (pra) has previously been initiated to assess the risks associated with the failure mode. For the complaint of device penetration, an in-depth evaluation related to alterra prestent penetration has been documented in an edwards technical summary. Per the technical summary, the alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring prestent to anatomy and to prevent prestent migration. Four potential root causes related to device penetrations were investigated and summarized below: manufacturing - frames are inspected 100% for critical dimensions as well as 100% visually inspected for surface defects in ew receiving inspection and go through lot release radial force testing. However, no manufacturing non-conformances that could have contributed to a penetration were detected as all prestent dimensions and chronic outward force lot release inspections met in process specifications. Design of prestent - alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring prestent to anatomy and to prevent other risks (e.g. Prestent migration). Patient anatomy - none of the patient features evaluated (e.g. Pulmonary diameters, length, previous cardiac surgeries) could be correlated to an increased risk of a penetration. However, a category 2 penetration is potentially dependent on the proximity of the pulmonary artery with adjacent vasculature. In this case, category 1b and 2 penetration were observed at the inflow and outflow respectively. Relation to tracking difficulties - a retrospective review of alterra complaints was performed to identify similar occurrences of a delivery system component, commander ds, alterra ds, or pds, catching on the prestent during advancement to deploy the 29mm s3 valve or during withdrawal of the delivery system. However, it cannot be concluded that there is a correlation between interactions of the delivery system with the prestent to the category of penetration. Additionally, a product risk assessment (pra) was initiated to assess the risks associated with the frame penetrations. As seen in the provided imagery, 4 stent apices were observed penetrating at the inflow and 6 stent apices were observed penetrating at the outflow. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. The investigation documented in the technical summary did not reveal any manufacturing non-conformities or procedural related events which could have resulted in the reported complaints. The design of the prestent with outward flared/pointed apices as well as chronic outward force can be identified as potential root causes to the occurrence of penetrations in patients. No corrective and preventative action is required as no design changes will be pursued at this time a s prestent design with a lower design specification for chronic outward force or a smaller out diameter of the flared pointed apices may increase the potential of prestent embolization (higher risk). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.